Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('inability to visualize right essure implant for hysteroscopic retrieval') in a female patient who had essure (batch no. D06929) inserted for female sterilisation. The patient's medical history included edema. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy with removal of left essure implant and laparoscopy with removal of right essure implant). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('inability to visualize right essure implant for hysteroscopic retrieval') in a female patient who had essure (batch no. D06929) inserted for female sterilisation. The patient's medical history included edema. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy with removal of left essure implant and laparoscopy with removal of right essure implan). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Lot number:d06929 manufacturing date:2014/08/29 expiration date:2017/08/28 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.